Manufacturer narrative:
On march 13, 2024, mentor received additional information indicating that the patient has been scheduled for replacement surgery on (B)(6) 2024, with two mentor silicone gel implants (catalog: tmpx545).

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information indicating that the patient had another issue with the left breast. The breast looked like there was a hole in the corner and the implant was sticking out and leaking. The hole was about the size of a dime coin and a visible yellow like color was identified, suggesting infection. On october 11, 2023, mentor received additional information indicating that the patient went to the emergency room and underwent bilateral breast implant removal surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, device extrusion, infection.

Manufacturer narrative:
On january 25, 2024, mentor received additional information indicating that the patient has been scheduled for breast implant replacement surgery on (B)(6) 2024.

Manufacturer narrative:
On november 9, 2023, the mentor failure analysis lab received the device for evaluation. On november 17, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 500cc breast implant had a crease/fold on the posterior view and a tear (a) was found within it, measuring approximately 0.1 cm. Additionally, an area of missing material (b), a tear (c), and a tear (d) were found in the same view, measuring approximately 1.6 cm x 1.4 cm, 0.7 cm, and 0.8 cm respectively. Microscopic examination was performed on the edges of the ruptures (b - d), and parallel striations were found in the whole area of all tears (b - d). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The evaluation determined that the possible cause of the rupture (a) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Based on the information currently available, the microscopic examination of the ruptures (b - d) indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Extrusion may occur when the wound has not closed or when the tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On march 16, 2023, mentor received additional information indicating that the patient was also diagnosed with right breast capsular contracture (baker grade unspecified). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Capsular contracture will be reported under mrn: 1645337-2023-03773; this medwatch form is for the left breast prosthesis.

Event description:
It was reported that a 39-year old african american female patient underwent breast reconstruction revision with two 500cc mentor smooth round moderate plus profile saline breast prostheses and suffered spontaneous left breast implant deflation, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).